Event description:
Review of additional programming history was performed on (B)(6) 2013. Data available shows that high impedance was noted on (B)(6) 2012. The appears to have been disabled, per the disabled settings seen on (B)(6) 2012. Other dates of high impedance are noted; however, due to incorrect dates on the handheld device, it cannot be confirmed when these occurred.

Event description:
It was reported by a company representative that high impedance was received on normal mode diagnostics at a follow-up appointment. The patient was referred for x-rays. Information from the reporting physician indicated no patient manipulation or trauma was reported. X-rays were received by the manufacturer. Review of x-rays indicated the generator appeared in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator. No acute angles or lead breaks were observed in the assessed portions of the lead. At the moment surgical intervention will be taken but has not been scheduled. (B)(4) attempts to obtain further information have been unsuccessful to date.

Event description:
The patient had full revision surgery. A portion of their explanted lead was returned for analysis. A section of the lead assembly was returned for analysis in one piece. The lead's electrodes were not returned for evaluation. Two sets of setscrew marks were seen on the connector pin, providing evidence that proper contact between the setscrew and the lead pin existed at least once. Also, the connector ring has scratches most likely caused by the canted spring in the pulse generator header during insertion of the lead connector. The exact point in time of when this occurred is unknown. The positive coil is kinked in the vicinity of the ring/backfill interface. The lead assembly has remnants of what appear to be dry body fluids inside the inner silicone tubing of the positive coil. No obvious point of entrance for the fluids was identified other than the cut end of the returned lead portion.. Note that since a portion of the lead (including the electrode array portion) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned for analysis. But did not cause or contribute to a death or serious injury. Type of report corrected data; omitted on initial report, 30 day report.

Manufacturer narrative:
Analysis of programming history.